Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The analyst indicated that the most recent battery measurement was 2.9574 volts on (B)(6) 2015. Recommended replacement time (rrt) had not been triggered and no patient alerts were noted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited early battery depletion due to multiple therapies de livered in one day. The device was explanted and replaced. No patient complications have been reported as a result of this event.